Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2138 ohms on the right ventricular (rv) channel. Impedance measurements were stable before and after the lss. Lead testing was stable and no noise was observed. The patient will to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes, impact codes and device codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2138 ohms on the right ventricular (rv) channel. Impedance measurements were stable before and after the lss. Lead testing was stable and no noise was observed. The patient will to be monitored. No adverse patient effects were reported. Additional information received indicated that there were high thresholds at 3v. Technical services (ts) stated that there could be possible spring contact issue and cannot perform programming for magnetic resonance imaging (MRI). Boston scientific representative will be reaching out to the physician on how this device should be programmed. No adverse patient effects were reported.